Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different nc emerge® balloon catheter. No patient complications nor injuries were reported.